Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. In conclusion, the device was not suitable for this defect, and therefore was removed percutaneously.

Event description:
A 14mm amplater septal occluder (aso) was selected after the measurement by 18mm sizing balloon. The aso was placed once but la disc was touching the la superior ceiling and svc rim was deficient. Due to these two situations, there was concern for hemodynamic compromise. Therefore the aso was retrieved percutaneously using a snare catheter. It is unknown how the patient was treated after retrieving.